Manufacturer narrative:
The reported failure of evt_internal_batt_failed is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo device was returned to a service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the service technician observed vent service required error code e047 (evt_internal_batt_failed). Charging was carried out by connecting the ac power cord; however, the internal battery did not charge. To resolve the issue, the internal battery pack was replaced. Additionally, a vent inoperative error code e156 (evt_tpy_held_in_bm) occurred after the software update. The software version upgrade was performed again and completed successfully. Final test, battery check, valve check, running test, and cleaning were performed, and normal operation was confirmed.